Event description:
A customer reported that during vitrectomy surgery, a system message was displayed and the system locked. The system was exchanged and the surgery was completed after a 30 minute delay. No patient harm was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).